Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) inspected the system remotely and found that the system did not start up. Analysis of the log file showed a malfunctioning geo-pc. Upon troubleshooting, the rse found that the psc was in a hang-up state, and the service capability didn't work. To resolve the issue, the rse performed a full software installation. After the software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. No harm was reported to philips. Philips has started an investigation of this complaint.